Event description:
It was reported that during a medial and lateral meniscus repair using fast-fix 360 curved ndl delivery system two anchors came out together when fired. There was no delay in the procedure. The procedure was completed using a back-up device. The implants were able to be removed. This incident did not result in any patient injury or complications.

Manufacturer narrative:
One fast-fix 360 curved needle delivery systems was returned for evaluation. No ts or suture were returned. Visual assessment of the device showed the actuator in its pre t2 deployment position indicating a deployment of t1 and pre-deployment of t2. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. Although the failure mode cannot be confirmed, the described failure is related to root cause investigation that has been opened. This investigation is ongoing. (B)(4).